Event description:
Customer called lfs in 6/2002 alleging that meter "c" button would not operate. Customer was unable to obtain a blood glucose result because the "c" button would not operate. Customer reportedly had started insulin therapy recently and was not able to take insulin without blood glucose results. Customer reportedly might have to visit the hopsital or customer's physician to have blood glucose tests done. No adverse event or serious injury was reported. Ccr replaced meter. No further information was provided.